Event description:
Kimberly-clark received a report from (B)(6), stating, nurse found respirator alarming and then found the flex connector had come off from respirator's line. It is assumed disconnection period was around 10 minutes. The patient has been unconscious for two years with a history of muscular dystrophy. The doctor was unable to assess the impact of the reported event on the patient's condition. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for analysis, therefore we are not able to determine a root cause of the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. (B)(4): device not returned to kimberly-clark by customer.